Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient had an ischemic stroke. The patient presented to the clinic with right eye vision loss. At the time of event, the patient was taking anticoagulants aspirin, warfarin, and persantine. The patient was admitted to the hospital and stayed less than 24 hours. On (B)(6) 2017, a computerized tomography (CT) head scan showed non-hemorrhagic sub-acute right occipital infarct posterior cerebral artery distribution. CT angiogram was unremarkable showing no stenosis or occlusions. No additional information was provided.

Manufacturer narrative:
The referenced stroke on (B)(6)2017 was reported under medwatch MFR report #2916596-2017-02426. The patient remains on lvad support. A correlation between the device and the reported ischemic stroke and neurologic dysfunction could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6)2017 due to a second ischemic cerebrovascular accidents (cvas) within 4 days. Reportedly, the physicians suspected clots coming from the pump despite normal pump function, normal lactate dehydrogenase (ldh), a negative CT angiogram of the device and consistently therapeutic anticoagulation.